Event description:
It was reported that the patient¿s assisted living facility replaced the dexcom g7 with a freestyle libre 3, which is incompatible with the ilet, resulting in cessation of automated insulin dosing and a blood glucose run with a highest recorded value of 492 mg/dl, followed by hospitalization for diabetic ketoacidosis at a named medical center; user education and troubleshooting were performed, and the patient did not start a new sensor. Symptoms included hyperglycemia and diabetic ketoacidosis. Outcomes included hospitalization and treatment with exogenous insulin and intravenous fluids. Investigation included a complaint review and user support assessment. Investigation of this case revealed loss of cgm compatibility leading to suspension of ilet dosing and subsequent hyperglycemia progressing to dka. It was concluded that the event resulted from use of a noncompatible cgm with the ilet, leading to interrupted insulin delivery and acute hyperglycemia with dka. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.